Manufacturer narrative:
(B)(6). The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical cadd-legacy® duodopa pump infusing levodopa/carbidopa infused the entire night and that the medical staff had forgotten to shut it off. There were no reported adverse patient effects.